Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The synchroseal instrument was analyzed, and fa was able to reproduce and confirm the customer reported complaint. The instrument was found to have a torn jaw cover. A piece approximately 0.288" x 0.174" in size was missing. A review of the logs shows no errors. An additional observation not reported by site: the instrument was found to have a dislodged ceramic dot of the grip tips. The dislodged dot was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the plastic part of the jaw of a synchroseal instrument was broken during surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor clinical sales representative (csr) but was not able to gather any additional information.